Manufacturer narrative:
The reported oad and viperwire were received for analysis. The guide wire was engaged in the oad. The spring tip coils were observed in the oad driveshaft filars. The guide wire was removed from the oad with significant resistance in the area of the tip bushing. The spring tip fragments are the result of the driveshaft having spun into the proximal end of the spring tip causing the guide wire removal difficulty. Scanning electron microscopy revealed rotational damage to the spring tip. This damage is consistent with the spinning oad driveshaft coming into contact with the spring tip. The diamondback coronary orbital atherectomy system instructions for use states, "never advance the orbiting crown to the point of contact with the guide wire spring tip. Distal spring tip detachment and embolization may result." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The guide wire was analyzed in relation to an event which was not reportable; the oad had stopped spinning during use. Device analysis revealed the guide wire had fractured, which was not originally reported to csi. No fragments were left in the patient.